Event description:
The article "femoral closure with single proglide® in transcatheter aortic valve implantation: a registry-based study" was reviewed. The article presented a retrospective single center study, to evaluate the efficacy and safety of their strategy compared to the standard 2p closure technique during transfemoral tavi procedures. Devices mentioned include navitor and non-abbott devices. The article concluded that the 1p strategy for pre-closing during tavi is as effective and safe as the conventional 2p approach. The 1p method offers potential advantages in terms of simplicity and cost-effectiveness. [The primary author and corresponding author was patrick ohlmann at nouvel hospital civil institution with corresponding email patrick.ohlmann@chru-strasbourg.fr]. The time frame of the study was (B)(6) 2023. A total of 1303 patients were included in this study, of which 40 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, atrial fibrillation. On (B)(6), unk navitor peri- and post-procedural complications included bleeding, unexpected medical intervention, prolonged hospitalization, blood transfusion, cardiac tamponade, shock, medication, surgical intervention.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation. Complications reported included bleeding, unexpected medical intervention, prolonged hospitalization, blood transfusion, cardiac tamponade, shock, medication, surgical intervention; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.